Event description:
It was reported that the patient with this right atrial (ra) lead had an episode where the "air was let out of him". It was noted that there were noisy signals this lead channel. Technical services (ts) reviewed the reports and saw atrial tachy response (atr) episodes. Ts observed true atrial flutter where one atrial signal was under sensed. Ts stated that the noisy signals on the ra channel were not sensed by the device. Ts suggested reprogramming. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).